Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered an alert for out of range pacing impedance. Approximately 9 months earlier, the lead was noted to have had rising impedance in bipolar configuration and was reprogrammed to rv tip to coil. The rv tip to coil impedance was noted to have been stable since then. The lead remains in use. No patient complications have been reported as a result of this event.